Manufacturer narrative:
Device evaluation the cst-10 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided a document based investigation was conducted. This file was created from the journal article. "Kazim2020¿ clarification was requested as follows; ¿can you please let me know if angiographic embolization (highlighted above) would be considered a non-surgical intervention or a surgical intervention?¿ reply was received as follows; ¿angiographic embolization¿ is a minimally invasive intervention, it is not a surgical intervention. Without further information, I tend to believe the embolization was performed in the same operating procedure¿ prior to distribution, all cst-10 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As the lot number is unknown a review of manufacturing records could not be performed. As per the instructions for use, ifu0005-11 which informs the user about the potential adverse events "potential complications associated with gi endoscopy include, but are not limited to: sepsis, perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, allergic reaction to nickel, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest.¿ there is no evidence to suggest that the customer did not follow the instructions for use a definitive root cause could not be determined from the available information. However, there was no evidence of a failure reported associated with the actual device. As per the IFU potential complications include hemorrhage. Complaint is confirmed based on customer testimony. According to the initial reporter, one patient had a major bleed and was recovered after angiographic embolization. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kazim 2020 ¿endoscopic ultrasound guided pancreatic pseudocyst drainage experience at a tertiary care unit¿. 'Initial aspirate of few millilitre fluid was sent for routine biochemical, cytological and microbiological examination tract was accessed with a cystotome 8.5-fr (cst-10, cook endoscopy, winston-salem, nc) and dilated with cre¿ pro single-use wire guided biliary balloon dilatation catheter (4mm to 6mm) or both.' As per paper; three patients had a minor bleed from the puncture sites which resolved spontaneously, one patient had a major bleed and was recovered after angiographic embolization. This file will capture 1 case of bleeding at puncture site which required angiographic embolization.